Event description:
Perforation of the laa occurred on the anterior superior portion on (B)(6) female. The pt had the perforation repaired surgically due to bleeding. The pt was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
Na